Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a versacross connect access solution was selected for use. It was reported that the iliac vein was dissected with a non-boston scientific sheath (agilis 13f sheath) and versacross guidewire. The patient had abdominal exploratory surgery to fix the bleed. The guidewire placement in the superior vena cava (svc) was not checked before introducing the sheath over the wire, which the physician alleges was the cause of the dissection. Abbott reference number: (B)(4).